Manufacturer narrative:
Findings: pump received with blank display due to b1/ib broken solder joint. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer reported that the battery compartment is damaged missing a piece of plastic. The customer doesn't know how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported a battery cap being damaged and replacing it with a backup battery cap but noticed damaged there as well.